Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material leaving a yellowish tone to the white part of the connecting tube and signs of foreign material mixed with corrosion outside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the switch box leaked due to crack identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause for the events could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection; IFU states the preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.